Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event was confirmed in the laboratory. Visual analysis found the optim sheath damaged at several areas. Electrical analysis found an open circuit of the inner coil close to the lead tip. The inner coil was bent and the silicone part and ptfe insulation were deformed, indicating that the lead tip was bent. The fractured area appeared to be caused by fatigue.

Event description:
It was reported that during a follow-up, no capture threshold was noted. The r-wave had decreased and the lead impedance had increased. The patient felt a vibratory alert. It was reported that the patient had fallen in (B)(6), 2010. Under fluoroscopy, there were no signs of a microscopic fracture and the lead appeared to be in the same position. The lead was explanted and replaced.